Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported that the plaintiff experienced recurrence, rectocele, minimal urethral hypermobility, urgency and urge incontinence. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This was initially submitted on summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.